Event description:
It was reported that an ilet device exhibited an unresponsive wake button for several months and functioned poorly, and the user also exposed the device to water; the device was replaced, and the originally shipped replacement was later reported stolen after delivery confirmation. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a button/key not working that was traced to an electrical problem associated with the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.